Event description:
Healthcare professional reported an exchange of left side implant with no complaint against the device. Healthcare professional later reported rupture and seroma. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma. Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed one opening on the posterior side assessed as surgical impact opening. (Shell thickness was within specification). No penetrating nick observed on the device. Voids observed on the gel. Cloudy observed on the gel. No further actions are required as the device was implanted.